Event description:
Report received of a non-delivery. The device was programmed to deliver 2200ml of tpn to infuse in 12 hours during home therapy. The pt primed the tubing set, programmed the pump, placed the tpn bag in a backpack, and "turned the pump on before they went to bed" to initiate the infusion. The programmed settings were unspecified. After approx 12 hours, it was reported that the display screen showed approx 2000ml total volume was delivered, but the bag was found still full. There was no audible alarm noted. Reportedly, "the pump was still running, but nothing was being delivered." The device was removed from clinical service. A replacement device was used to initiate therapy. There was no reported adverse pt effect; the pt is "doing fine". No medical intervention was required. Though requested, no additional info was available.